Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched to the user facility and the following was suggested to contact customer service to have the accessories ordered and provide the instructions on how to order the part numbers for the accessories that are missing, also instructed to connect once all items have been ordered and discussed how to use the maj-629 the air/water cleaning adapter. During the inspection it is also identified the mb-155 (leakage tester) slides out the mu-1 (connecting adaptor) and is not omitting air for proper leakage testing. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an onsite visit, that the gastrovideoscope was being incorrectly reprocessed. The issue occurred during reprocessing of a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. It has been over eleven (11) years since the subject device was manufactured. The device was not returned to olympus for inspection, but it was serviced onsite, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation we cannot confirm the detailed condition of the product, and from the information obtained from the investigation results, we could not determine the presumed cause of occurrence of the phenomenon. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: evis exera ii ultrasound gastrovideoscope olympus gf type uct180 chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor the field performance for this device.